Manufacturer narrative:
Device eval: one used suspect device was returned for evaluation. The complaint was confirmed. A review of the device history record revealed no exception documents. The complaint database was reviewed and found no similar complaints for this lot number. The rotator broke at the base of the collar. The majority of the collar surface bonded to the rotator collar remained intact with the remained intact with the rotator housing. The root cause of the failure is attributed to an unusual material failure within the collar. Because the failure mode is considered unusual, no corrective actions are warranted. Evaluation: method - the device history record was reviewed, the complaint database was reviewed. Results: unusual device failure.

Event description:
The rotator broke during a left ventriculogram procedure. There was spray. Injector settings: flow: 12 ml/sec, volume: 40 ml, pressure: 900 psi. No harm or injury was reported.